Event description:
Information received notes that during a routine follow-up, lead impedances were >1990 ohms. Appropriate pacing and sensing were noted in the bipolar configuration. When the pacing polarity was programmed to unipolar, atrial impedance was 508 ohms and ventricular impedance was 463 ohms, but the patient did not tolerate unipolar pacing. The patient was not pacemaker dependent with a sinus rhythm of 62 bpm. The physician will continue to monitor the patient.